Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2015 with the following findings: the display screen was found to be dim and discolored. Unrelated to the display screen, the battery cap slot was stripped. The pump passed a leak test and there was no evidence of moisture inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was dim and discolored with evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.